Manufacturer narrative:
Zimvie complaint number (B)(4). A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted.

Event description:
It was reported that the general dentist engaged in a procedure to remove the encode from the patient at tooth site #27. The patient suffered pain and the implant came out with the healing abutment. The next day, the bone was grafted. An additional appointment was required for an implant replacement, but no additional information was provided concerning that anticipated procedure. Symptoms as a result of the event: pain.